Manufacturer narrative:
No device-related deaths or serious injuries were informed. The historical record of the device was checked and no deviations were found. Terragene requested the auto-reader to the final user for a thorough inspection to determine the cause of malfunction. A follow-up will be made after terragene receives the device.

Event description:
The customer reports that their reader could not reach the temperature selected. Additionally, the auto-reader gave out false positive and false negative results. The customer also notes that the temperature unit is being misrepresented, showing celsius instead of fahrenheit and vice versa. There was no report of infection, injury or harm to patients or procedure delay.